Manufacturer narrative:
G4: 13may2020. B4: 14may2020. A power supply was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the power supply failed due to an unknown event that caused a component to short and two adjacent resistors to burn. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09jan2020. B4: (B)(6) 2020. The customer troubleshot with technical support and was advised to replace the power supply. The customer stated the unit was repaired and back in service. However did not provide information on what was done to address the reported issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the ventilator had multiple error codes: 35 v supply failed, auxiliary alarm supply failed, backup alarm failed, alarm light emitting diode (led) failure, and 24 volt power supply is low and fluctuating with no alternate current (ac) led indicator when plugged into ac. There was no patient involvement.